Event description:
It was reported that the customer was hospitalized due to low blood glucose and seizures. The blood glucose at the time of the hospitalization was unknown. The customer's blood glucose at the time of the phone call was 161 mg/dl. The customer stated that they lost their transmitter. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.